Manufacturer narrative:
(B)(4). Approximate age of device ¿ 93 days. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gi bleed could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with anemia and bright red blood from the rectum. The patient's hematocrit was 30%, hemoglobin was 9.8 g/dl, and platelets were 267,000/mm 3. The patient was transfused with 1 unit of packed red blood cells. On (B)(6) 2015 the patient was discharged to home.